Event description:
A competitor reported that the patient presented to a routine follow-up check asymptomatic, with stored episodes of ventricular noise reversion. True lead noise was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 559453 lead, implanted: (B)(6) 2006. (B)(4).